Event description:
It was reported that during preparation for a pulmonary vein isolation (pvi) ablation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The flushing line and the aspiration syringe were filled with bubbles when attempts were made to flush the sheath. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The faradrive steerable sheath clear has been received at boston scientific's post market laboratory for analysis. Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection. Leakage testing, and microscope inspection. No visible abnormalities or defects were found. Initial attempt to leak test the faradrive sheath was unsuccessful as the flush lumen port could not be injected with deionized water. The line was occluded and could not be pressurized; therefore, leak testing was skipped. Removal of the handle cap to inspect the internal components found the flush lumen luer to be kinked, causing the luer to be occluded. The flush lumen luer was re-opened with tweezers, to verify if the luer is occluded due to this defect or another issue as well, by attempting to re-test the device through leak testing. The sheath was observed to pass all leak testing with no complications. The hemostatic valves were inspected after leak testing, to inspect for any abnormalities and found no defects. Based on all the available information the cause of the reported visible air bubbles was unable to be confirmed, analysis did not find any defects or abnormalities to support this allegation. The secondary siding of catheter occlusion was traced to a quality control deficiency based on the secondary finding of the kinked flush lumen luer that caused the flush lumen port to be occluded. The kinked area was restored enough to be prepared for leak testing and observed to pass leak testing with no complication. Therefore, the kinked defect caused the device to not be able to perform as intended.

Manufacturer narrative:
D2b pro code (product code): corrected from qzi to dra the faradrive steerable sheath clear has been received at boston scientific's post market laboratory for analysis. Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection. Leakage testing, and microscope inspection. No visible abnormalities or defects were found. Initial attempt to leak test the faradrive sheath was unsuccessful as the flush lumen port could not be injected with deionized water. The line was occluded and could not be pressurized; therefore, leak testing was skipped. Removal of the handle cap to inspect the internal components found the flush lumen luer to be kinked, causing the luer to be occluded. The flush lumen luer was re-opened with tweezers, to verify if the luer is occluded due to this defect or another issue as well, by attempting to re-test the device through leak testing. The sheath was observed to pass all leak testing with no complications. The hemostatic valves were inspected after leak testing, to inspect for any abnormalities and found no defects. Based on all the available information the cause of the reported visible air bubbles was unable to be confirmed, analysis did not find any defects or abnormalities to support this allegation. The secondary siding of catheter occlusion was traced to a quality control deficiency based on the secondary finding of the kinked flush lumen luer that caused the flush lumen port to be occluded. The kinked area was restored enough to be prepared for leak testing and observed to pass leak testing with no complication. Therefore, the kinked defect caused the device to not be able to perform as intended.

Event description:
It was reported that during preparation for a pulmonary vein isolation (pvi) ablation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The flushing line and the aspiration syringe were filled with bubbles when attempts were made to flush the sheath. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulmonary vein isolation (pvi) ablation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The flushing line and the aspiration syringe were filled with bubbles when attempts were made to flush the sheath. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.